Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial that the index procedure was in 2008. Predilatation was performed prior to stenting of the proximal and mid rca with two xience v stents. Fieve months later, the patient experienced a non q-wave myocardial infarction with heart failure (killip iii) and renal function impairment. After angiography, which revealed the intrastent restenosis, the patient underwent revascularization of the previously placed proximal and mid rca stents. No other patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
The second xience v stent indicated is being filed under the same MFR number. Results and conclusion summation: product performance engineering reviewed the incident. Myocardial infarction and stenosis, as noted in the xience IFU, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Myocardial infarction, renal failure, congestive heart failure, stenosis, and hospitalization are listed as no-fault post-procedure complications. A conclusive cause for the reported patient effects, and the relationship to the products, if any, cannot be determined.